Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found evidence that suggests the screw was over-torqued into the cup. The user facility was notified of the event on (B)(4) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip revision procedure on (B)(6) 2011. During trialing, the surgeon noticed that the screw had fractured from the trial liner. The trial liner and screw were removed from the surgical site. The procedure was completed with no injury to the patient or delay to the procedure.